Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2021 due to high blood glucose level and diabetes keto acidosis. The blood glucose level of customer was 900 mg/dl. Current blood glucose level of customer was 237 mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was known that auto mode feature was active at time of incident. No leaks and insulin issue though there was a part when they first use the new insulin pump. They were not getting insulin primed correctly but when they pushed it using a plunger everything went fine but for some reasons customer went unconscious. Insulin pump will not be returned for analysis.